Event description:
It was reported that stent fracture occurred. The target lesion was located in the coronary artery. A 4.00 x 48mm synergy? Xd drug-eluting stent was advanced for treatment. However, during the procedure, as the stent was being inserted into the patient's body, it was perceived that it was fracturing. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient has fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.